Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified as an inspiratory valve leaking. The correction consisted in replacement of the inspiratory valve and calibration of the device in service software. Following this, the device worked as intended.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).